Event description:
The user medwatch (B)(4) was the source document for this complaint. The user facility reports that the physician handed the instrument off to the scrub tech stating it was broken. The screw was missing. An x-ray was taken, and reported as negative for the screw. There was no pt harm.